Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the stapler did not fire during the surgery. They opened a new handle to complete the case. Product had patient contact but no harm.